Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report the insulin pump had a delivery anomaly. The customer stated the insulin pump did not deliver the correct amount of insulin. The history file on the insulin pump showed that the amount programmed had been delivered when it did not. No serious injury associated with this issue. Transferred the customer to the help-line for assistance.